Event description:
It was reported that the universal oscillating saw attachment the pin broke off after coming into contact with a synthetic bone during a workshop. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/28/2012. Eval of the device observed that every device displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.